Event description:
It was reported on an unknown date an unknown amplatzer vascular plug was implanted. Approximately two years after the procedure the plug embolized to the left atrial appendage.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
It was reported that approximately two years after the device implant, the plug embolized into the left atrial appendage. No additional information was provided. A returned device assessment could not be performed as the device was not returned for analysis. Based on the limited information received, the cause of the reported device embolization could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.